Event description:
It was reported that the patient died approximately 5 months post implant of the implantable cardioverter defibrillator (ICD) and 9 years post implant of the right ventricular (rv) lead. The cause of death was unknown.

Manufacturer narrative:
Save to disk was received and analyzed. The daily measurements data indicates that all lead and battery measurements were normal and stable through the date of death. Short interval counter data indicates that non-physiologic intervals began and likely corresponded to the time of patient death and the onset of agonal rhythms that are an expected/common post-mortem rhythm. Prior to this there was only one episode logged. It was a monitored ventricular tachycardia (vt) episode that occurred less than seven minutes prior to the time that death likely occurred. This monitored vt had an average rate of about 155 beats per minute (bpm). Various episodes resulted in the hours and days following the reported patient death likely due to post-mortem oversensing that is not uncommon for various reasons. The device appears to have been functioning normally at the time of patient death based upon the information submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Patient information is not generally available due to confidentiality concerns. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6). (B)(4).